Event description:
The user received analyzer alarms and erroneous ion selective electrode (ise) results for one patient plasma sample. The initial results were sodium 157 mmol/l, potassium 6.5 mmol/l and chloride 76 mmol/l which were reported outside the laboratory. The user repeated the sample on integra 800 analyzer serial number (B)(4) and the results were sodium 133 mmol/l, potassium 5.4 mmol/l and chloride 94 mmol/l. The user issued a corrective report. The patient was not treated based upon original results reported. No adverse events occurred. The sodium, potassium and chloride electrode lot numbers were not provided. The field service representative determined there was a dirty mixing tower. He cleaned the mixing tower and replaced solutions 1, 2 and 3 on the ise rack. He verified the system was performing within specifications. The user ran calibration and controls which were acceptable.